Event description:
Dentist was allegedly performing a right inferior alveolar injection in conjunction with an alloy filling. Dentist allegedly noticed air bubbles in the carpule of anesthetic and ceased administering the injection. Upon withdrawal, the dentist reports that the needle was no longer attached to the hub and was lodged in patient's mouth.